Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 2/1/2018. Belt: 11/1/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 12:36 pm. It was reported that the patient was in the hospital and possibly in the ICU. Review of the continuous received three appropriate treatments from the lifevest on (B)(6) 2019. The patient was at home and unconscious at the time of treatment event. The patient's rhythm at the time of the treatments was vf . The post-shock rhythm was sinus tachycardia at 100 bpm, sinus rhythm at 90 bpm, and sinus rhythm at 70 bpm with nsvt, pvc's, and motion artifact for the first, second, and third treatments, respectively. The patient was then seen in sinus tachycardia at 100 bpm degrading to vf with CPR/motion artifact. The patient received a non-lifevest defibrillation while the patient was in vf with CPR/motion artifact. The patient's post shock rhythm was bradycardia at 40 bpm with CPR/motion artifact. The rhythm then transitions to svt at 150 bpm with CPR/motion artifact from approximately 09:23:35 until the device shutdown at 09:43:45 on (B)(6) 2019. CPR and motion artifact prevented the lifevest from treating the patient from approximately 09:23:35 to 9:26:22. The patient's equipment was returned and was found to be fully functional. There is no indication of any device malfunction causing or contributing to the patient's death.